Manufacturer narrative:
The blade subject to this investigation was returned for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. No further information has been provided at this time.